Event description:
Affiliate reported that fluid did not flow through the device and as a result was revised.

Manufacturer narrative:
Upon completion of the investigation, it was noted that the valve casing was cracked. When tested for flow an occlusion was noted at the ruby ball. It also appears that the cracked casing is pressing on the ruby ball, which seems to slow the flow. The device also failed the programming test. It appears that some form of impact may have been the root cause for the problem reported by the customer. This however could not be confirmed. The impact that caused the crack in the valve casing has also caused the cam to become dislodged. A review of the device history records confirmed that this device conformed to the required specifications prior to distribution. Based on the results of this investigation no further action is required. Trends will be monitored for this and similar complaints. At the present time this complaint is closed.

Manufacturer narrative:
Codman has requested return of the valve for evaluation. Historically, for complaints of this nature, examinations of the valves and or catheters have revealed the accumulations of biological debris within the device, which have resulted in blockages. Review of the device history records have confirmed that the valves have met specifications when released to stock. A follow up report will be filed if the investigation of this device reveals a result different from that which is stated above or if any further information regarding the cause or mode of failure is made available. Otherwise, the complaint is closed at this time.